Event description:
It was reported that the customer's that they can smell a insulin, however they do notice any leaks. The customer also reported that the insulin pump sounds louder when rewinding, but there are no issues during rewind and no alarms. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.